Manufacturer narrative:
The following devices were also listed in this report: mrh knee fem l rgt; cat# 64811131; lot# s3ttl. Mrh tibial b/plt keel lrg 2; cat# 64813113; lot# s73ef. Unknown mrh tib rot comp xs-xl; cat# 64812100; lot# unknown. Triathlon cemented stem-15mm x 100mm; cat# 5560-s-215; lot# m8s12e. Triathlon cemented stem-15mm x 100mm; cat# 5560-s-215; lot# m8w16e. Mrhk tibial sleeve; cat# 64812140; lot# ldl249. Mrh axle; cat# 64812120; lot# ctd2572. Mrhk bumper insert 3 degrees; cat# 64812133; lot# ldq435. Mrhk femoral bushing; cat# 64812110; lot# ldq350. Mrhk femoral bushing; cat# 64812110; lot# ldk169. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. There have been no other events for the sterile lot referenced. Device not available.

Event description:
Patient had a revision tka (B)(6) 2014 with implantation of a hinged knee system. Patient has had long history of infection. A subsequent I&d with replacement of modular components occurred on (B)(6) 2017". This pi is for revision 1 on (B)(6) 2017.